Manufacturer narrative:
This report addresses a patient line extension. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the connection site between the homechoice cassette and the patient line extension. This was noted during the prime for peritoneal dialysis therapy, patient was not connected. The patient stated that there was fluid that came out of the setup on the floor. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.